Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation of the pacemaker, the right ventricular (rv) lead exhibited high impedance measurements. The physician noted the rv lead impedance has been trending upwards over time. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.